Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was submitted to the manufacturer for evaluation. One (1) photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, a detachment was observed at the bonded joint of the tubing and the distal side of the space pump segment. The reported defect is confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Although a defect was confirmed, an exact root cause could not be determined at this time. An approved project is in place to further address issues with detachment. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) .the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility:brief inquiry description:infusomat space set fell apart.detailed inquiry description: infusomat space set fell apart right in the beginning of treatment. Nurse put line into pump and it fell apart description of the patient eventpatient was not hurt. But chemo drug, etoposide, was spilled all over the floor. No injury reported.